Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: an investigation of the returned device revealed the absence of fluid inside the hub and distal tip assembly. The complaint needle 1.0ml was received and the safety lid for the needle was stuck together with the syringe needle 1.0ml. Fluid was noted inside the safety lid and the syringe needle. Scratch damaged was noted on the syringe needle. During image characterization testing, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for an electrophysiology ablation treatment procedure, foreign matter was found. The intended location for ablation was the atrium. As the physician encountered difficulties unpacking the 26 gauge needle from the ultra ice' intra cardiac echo catheter sterile packaging, a droplet of water was found around the 26 gauge needle. The device was not used during the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for an electrophysiology ablation treatment procedure, foreign matter was found. The intended location for ablation was the atrium. As the physician encountered difficulties unpacking the 26 gauge needle from the ultra ice' intra cardiac echo catheter sterile packaging, a droplet of water was found around the 26 gauge needle. The device was not used during the procedure. No patient complications were reported and the patient's status is good.